Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove code breast mass and add code anisomastia to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4). Removed code breast mass and add code anisomastia.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced breast mass. The replacement device was mentor breast implant 350cc. On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2021, mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the ssmooth hpg, 275cc breast implant was found to be ruptured, it was received in three pieces. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A second product was received (lot-6673035). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, it was reported to mentor that the date of removal was (B)(6) 2021 . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 275cc and suffered from a rupture on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.